Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted to the intensive care unit (ICU) with hyperglycemia. The patient's blood glucose levels reached 23 mmol/l ( 414 mg/dl) while wearing the pod between 1 and 4 hours. The patient was treated with insulin via intravenous therapy. The pod was removed and discarded prior to hospital admittance.